Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing was torn, exposing the internal components. The paddle of the catheter was found damaged. The damage is consistent with using force to insert the product into a non-compatible introducer. The product instructions for use directions state to use an 8.5f introducer at minimum. The removal difficulty could not be tested due to the aforementioned damage. Review of the device history record was not possible as the lot number is unknown. The cause of the fracture is consistent with not following the instructions for use.

Event description:
This report is to advise of a fracture exposing internal components found in the catheter during analysis.